Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A charge and boot test was performed and failed due to perpetual rebooting. A pairing test was performed and failed due to perpetual rebooting. A receiver functional test was performed and failed due to perpetual rebooting. Data was unable to be downloaded. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.